Event description:
It was reported that on (B)(6) 2012, the patient underwent a procedure in the proximal left anterior descending (lad) artery. A progress 80 guide wire was used in the procedure and it was noted that the guide wire was used after its expiration date. There were no reported adverse patient effects related to the use of the expired device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the hi-torque guide wire instructions for use says to reference the use by date specified on the package. Based on the reviewed information, no product deficiency was identified.